Event description:
It was reported that a novum iq large volume pump underinfused during infusion. There was an underdose of vancomycin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g3: on 11 apr 2025, baxter product surveillance identified the correct aware date to be 25 feb 2025. Additional information was added to h6 and h11: h11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.